Event description:
It was reported that a 60 year old male donor (this being his 33rd donation since 1992) presented at center to be of poor spirit but otherwise acceptable for donation. After one hour and eight minutes, near end of procedure, donor complained of tightness of chest and had what was described by event reporter as a wet cough. Donor was given calcium (via tums), as operator felt he might be having an acd reaction. They had processed 3682 ml of blood, with 400 ml of acd, during this double needle procedure. Donor's c/o symtoms continued so benedryl was given. As he continued to c/o tightness in chest, he was transported to a near by emergency roon. It was stated that donor's personal physician happened to be at hosp donor was transferred to. This physician took over donor's care. Donor's physician did a personnel work up on donor and admitted him for 24 hour observation. Donor was released following day with diagnosis of chest pain, noncardiac. Follow up conversation with customer also verified that kit tubing was properly placed on acd clamp. Indicated this is verified with their per use check, required for every procedure. Reporting source also stated that they did not feel there was anything wrong with the disposable kit nor anything done incorrectly with the performance of procedure.

Manufacturer narrative:
Eval of like sample provided by the customer: rec'd one apheresis kit in original shrinkwrap in reference to "acd" reation. "Acd" bag was weighed prior to use (1134 grams); again after priming of the kit (1043.9 grams). "Ams/acs" pump indicated 85 mis used during priming of kit; after running the kit for 1 hr and 7 mins the acd bag weighed 734.3 and the "ams/acd" pump indicated 329 mis used during run. No problems or codes were encountered during the priming or running of the kit. No mfg abnormalities were noted during visual inspection.